Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed as of the date of this report.

Event description:
It was reported that during the da vinci surgical procedure, the prograsp forceps instrument's grasper was missing. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of missing grip pin to be related to the customer reported complaint. The missing pin was not returned. The instrument was found to have grip pin missing.

Event description:
Refer to h10/h11 for follow-up information.